Manufacturer narrative:
The field service engineer (fse) found the leak was from the top of the probe wash block due to loose tubing. The fse trimmed the tubing and reinserted the tubing on to the probe wash block to resolve the leak. (B)(4).

Event description:
While troubleshooting low hgb recovery on the qc controls for the coulter act 5diff cap pierce (cp), the customer noticed some fluid on the top of the bath cover. The volume was reported as less than 1 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated.